Manufacturer narrative:
Other (secondary intervention) - evaluation codes, results: (80% stenosis, highly calcified vessel). (Dislodgement). (Physician is reported to have pushed on stent catheter for some time). Conclusions: (80% stenosis, highly calcified vessel). (Physician is reported to have pushed on stent catheter for some time).

Event description:
An endeavor sprint rx coronary stent system, diameter 3.5mm, length 30mm, was used to treat a lesion with 80% stenosis in a patient's highly calcified circumflex artery. It was reported that the stent dislodged from the balloon during the procedure. It was reported that difficulties were encountered during predilation of the lesion and the physician also encountered resistance while advancing the stent to the lesion. The physician pushed for some time and then tried to pull out the unit. It is reported that the stent caught in the calcified lesion and came off the balloon. Attempts to retrieve the stent were unsuccessful and surgery was scheduled for the following day. Neither the stent delivery system nor cd of procedural images have been provided for evaluation. Based on the information provided, it appears most likely that the patient morphology impacted on the reported dislodgment. It is also possible that the pre-dilatations were sufficiently effective in opening the vessel, hindering the deliverability of the device. The device was not identified as the root cause of the event.